Event description:
It was reported that malfunction alarms occurred. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Customer's blood glucose was 100-300 mg/dl. No backup currently available. Caller will reach out to hcp.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
Malfunction was verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.